Event description:
Further review also indicated that the device was unable to record episodes due to the alleged premature battery depletion. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was alleged premature battery depletion noted on the device. No intervention was performed to resolve the patient was in stable condition. Further information was requested but none was received.